Event description:
It was reported to nova biomedical that a consumer received a blood glucose readings of 31 mg/dl on her blood glucose meter and a retest reading of 337 mg/dl. No decision to treat was made on the allegedly faulty meter. The difference in these values is considered clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.